Manufacturer narrative:
The field service engineer (fse) discovered I-beam tubing associated with pinch valve pv37 (ff107 and ff124) had a hole and leaked clenz cleaner solution. The fluid leak from the tubing caused solenoid #3 to malfunction and pinch valves pv5 and pv6 to be inoperable, which caused the white blood cell (wbc) and red blood cell (rbc) bath to overflow. The fse replaced I-beam tubing through pinch valve pv37, cleaned up the clenz solution, and replaced solenoid #3 to resolve the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The affiliate reported the customer alleged less than five milliliters of clenz cleaner solution overflowed and dripped within the instrument from the red blood cell (rbc) and white blood cell (wbc) bath and onto the mixing chamber module involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.